Event description:
It was reported that the device was found to be in reset mode. The device was reprogrammed and all values were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.